Event description:
The MRI screening form was filled out by the pt's wife. The wife did not check the cardiac pacemaker block and she did sign the form. The pt came down by himself (without wife) and the MRI tech, (B)(6), did talk to the pt about the entire sheet, but at no time did the pt tell her that he had an implantable defibrillator. She questioned him about the obvious scar on his chest from ohs and he said that he had stents placed. He denied having anything else in his body from surgeries. The exam was an MRI head. We found out later that the pt had a defibrillator and it was not MRI safe. The company rep came in and found the device had been deactivated and fixed it. The pt had no problems after the exam and none to date. When the physician ordered more mris days following this incident the wife also filled out the screening form for him. The wife, wrote in "defibrillator" on the sheet, which prompted the MRI tech and nurse to investigate the device and determine that the pt could not be scanned and should not have been scanned two or three days before.